Event description:
It was reported that during an unspecified procedure, the sterling es pta balloon dilatation catheter would not inflate. It is unknown how the procedure was completed. The patient status is unknown. The event became reportable based on the device analysis completed on 06/25/2009. The analysis revealed that the catheter shaft was fractured, stretched and kinked.

Manufacturer narrative:
The device was returned with no original packaging or other devices. Dried blood was present throughout the device surface. The catheter was tightly coiled, wrapped around itself and fixed in this position with a clip. The hypotube was bent/kinked in several places. Visual inspection revealed a fracture of the inner shaft approximately 25.3 cm from the distal tip. The inner shaft was also kinked near the proximal balloon bond; at approximately the same location, the outer shaft was damaged (split open) and the inner shaft protruded from the outer shaft from approximately 5 - 40 cm from the distal tip of the catheter. The distal and proximal fracture surfaces of the inner shaft exhibited ductile deformation consistent with a fracture from tensile over-load. The length of outer shaft elongation was measured by aligning the fracture surfaces of the inner shaft and measuring the excess outer shaft length; in this manner it was determined that the outer shaft elongated approximately 11 cm. Inspection of the distal end of the device presented a loosely folded balloon and no damage or irregularities at the distal. The extensive damage to the distal end of the device prevented functional testing for inflation performance. The manufacturing records were reviewed and no issues or discrepancies were found. The device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)